Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B)(4).

Event description:
The customer contact reported the pt received less medication than intended. The pump was returned to the biomedical dept. With an unsigned note that stated, "check settings. Device programmed for 20mg. Only delivered 14.5mg. No self delivery." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device passed testing. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.